Manufacturer narrative:
The observed internal cannula tear is related to action #(B)(4). The received device had the cannula assembly fully deployed. The download data showed the pod ran for 387 pulses prior to being deactivated. No timeouts, drive stalls, or hazard alarms were observed in the data. Corrosion was observed on the catch beam and mechanism rail, and the top and middle batteries. Due to the observed corrosion a leak test was completed. Fluid was observed to be leaking from a tear on the internal portion of the soft cannula. Due to this, fluid was unable to flow through the complete fluid path and allowed for fluid to leak into the internal components of the device causing the observed corrosion. However, the investigation could not conclusively determine if the observed tear caused the reported event. The exposed portion of the soft cannula was observed to be kinked. Inspection of the soft cannula was observed to stretched and measured above specification. It could not be determined when or how this damage occurred. Inspection of the device found blood on the adhesive pad, no blood was observed on the soft cannula. The formed needle, soft cannula, and bottom housing were inspected for damages and deficiencies that could contribute to bleeding at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 492 mg/dl while wearing the pod between 1 and 4 hours. The patient attempted to administer boluses that did not being down their blood glucose level. The patient phoned the doctor, who advised the patient to apply a new pod, administer insulin injections and visit the emergency room (ER) if the blood glucose level did not decrease within 45 minutes. Symptoms included mild heavy breathing and a lack of energy. When removed from the infusion site (abdomen), the pod's cannula was found blocked with blood. The infusion site was also reported to be bleeding and swollen. As treatment, a new pod was applied, which decreased their blood glucose level. The patient did not need to visit the ER.